Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the health care professionals could not follow the carelink and were unable to see the reports. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the product will not be returned for analysis.

Manufacturer narrative:
"Complaint summary: helpline support team reported that user was unable to link a personal account to a clinic. Investigation/testing summary: an attempt was made to reproduce the issue by viewing the user in carelink support application and observed that the issue was not reproducible. After conducting thorough investigation by checking the data sharing tab and found that the user was already linked to the clinic. Provided the helpline support team the screenshot of the personal account and clinic linking. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause of the issue could be assumed that the user would have tried to link to a patient account which was linked to another personal account. Analysis summary: provided helpline with the screenshot of the clinic and patient linking and requested to provide additional information. Despite of follow up , we were unable to obtain response from the helpline support team. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.